Event description:
It was reported the thunderbeat 5 mm, 35 cm, front-actuated grip type s was sending an error message. The probe check was initiated again and was still receiving an error message. The device was pulled out of the patient's abdomen and when checked had one blade broken and came completely off. The malfunction occurred during a therapeutic total laparoscopic hysterectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: d7a. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.